Event description:
During surgery, surgeon unable to thread cable through one side of 1st tensioner and very difficult to screw down (lot #tacb624). A 2nd tensioner would not grip cable and screwing mechanism also ery difficult (lot #taca71t). Issue resolved using zimmer's cable ready system. There was a procedural delay of 20 minutes.

Manufacturer narrative:
Device manufacture date for lot taca71t: 05/30/2001. When completed, the evaluation summary will be submitted in a supplemental report.